Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that via a remote merlin.net transmission that the patient received inappropriate anti-tachycardia pacing for a supra-ventricular tachycardia rhythm. Upon further investigation, it was discovered that the implantable cardioverter defibrillator exhibited a diagnostics programming issue that led to the inappropriate high-voltage therapy. Programming changes were discussed and the patient was stable.